Event description:
The novasure impedence controlled endometrial ablation system device failed to retract at procedure completion. The doctor had to remove the device with it remaining partially open.